Event description:
As reported for this event by the customer, concern was raised for the reprocessing across multiple customer sites upon findings after devices were inspected with a borescope. The findings of a borescope inspection for this device are debris in suction port (christmas tree type), brown flecks and patch in connector channel. There is no reported harm to any patient or persons. Customer has soaked and re-cleaned the device.

Manufacturer narrative:
Customer (B)(6) facilities had concerns connected with findings of devices inspected by borescope and the reprocessing at the various iu health facilities. Arising from the findings, devices/events have been identified for the iu health facilities below: (B)(6). The associated devices/events that are identified at this time for (B)(6). Are as below: patient identifier model # serial number (B)(4), cf-hq190l, (B)(4), (B)(6), pcf-h190l, (B)(4), (B)(6), gif-h190, (B)(4), (B)(6), gif-h190, (B)(4), (B)(6), gif-h190, (B)(4), (B)(6), pcf-h180al, (B)(4), (B)(6), gif-h190, (B)(4), (B)(6), gif-1tq160. (B)(4). This medwatch is for patient identifier: (B)(6). In-service was performed by the olympus endoscopy support specialist (ess) for the facility¿s reprocessing. The cleaning, disinfection, and sterilization information was reviewed during in-service and documented. Below are the observations made: during reprocessing in-service it was observed that the customer does not always use the air/water channel cleaning adapter during the pre-cleaning. The customer leak tests the scope for only 10 seconds and does not angulate the control knobs. Customer does not remove the scope from the water prior to removing the leak tester from the scope connector. The scope connector is the only part removed from the water. The leak tester is only disconnected from the ethylene oxide (eo or eto) eto valve on the scope and is not turned off or pulled from the mu-1 unit to depressurize the scope. The customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing is done in the incorrect order. The customer uses third party brushes from medivators. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer uses intercept detergent. The customer uses the scope buddy plus for flushing and the medivator¿s dsd automatic endoscopy reprocessor (aer). The correct reprocessing method per the instructions for use (IFU) were reviewed in the in-service. Customer manager was provided with a copy of the documentation of the in-service, posters, and websites for reprocessing videos. Customer was advised to follow all validated reprocessing methods listed in the reprocessing IFU. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds. See section d2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the debris in the suction tube was caused by the competitors¿ cleaning brush not touching all areas in the suction channel. Additionally, brown flecks and patch were in channel likely due to confirmed deviations observed be the ess while onsite. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the reported events is likely due to the user¿s methods and understanding differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ steps of leak test are detailed at ¿leakage testing of the endoscope¿. ¿with the leakage tester attached, immerse the endoscope in the water and observe for approximately 30 seconds while deflecting the bending section of the endoscope by turning the endoscope¿s up/down and right/left angulation control knobs. Confirm that there is no location on the endoscope from which a continuous series of air bubbles emerges.¿ ¿remove the endoscope from the water with the leakage tester still attached.¿ ¿detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope.¿ 5.5 manually cleaning the endoscope and accessories brush the channels¿. ¿dry external surfaces: dry the external surfaces of the endoscope, the channel plug, the injection tube, and the auxiliary water tube by wiping with clean lint-free cloths.¿ ¿fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).